Manufacturer narrative:
Currently, no definitive conclusion can be made. It is alleged the balloon tore during removal. The rest of the balloon was removed without difficult. The product was disposed of by the user facility, therefore, no evaluation can be performed. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Without evaluation of the device in question a root cause cannot be determined.

Event description:
The following was reported by a davol sales representative: surgeon informed our sales representative that a portion of the echo balloon tore during removal. The surgeon then grasped the remaining portion of the balloon and pulled it free from the hernia patch without issue. There was nothing reported as having come free from the device. The user confirmed that the problem did not cause any significant delay to the case, or impact the pt. As an event of this nature could in theory result in the need for surgical intervention to locate and remove any portion of the device that could come fee, an MDR is being filed to document this event.